Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) pocket site. Patient indicated the discomfort was present with stimulation on and off. Patient also experienced ineffective stimulation (reference MFR report: 3008829311-2017-00584). Patient's system was explanted.